Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 08/10/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module had 'thermal incident' which the battery was said to have melted during use. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'thermal incident' which was observed during visual inspection. Burn damage was observed on the rear case around the contact pads of the wireless battery module (wbm) and inside on the radio printed circuit board (pcb). The reported condition was verified. The cause was determined to be fluid that penetrated the battery module caseworks, touching the pcb and causing a short circuit which led to an overtemperature event resulting in the burn damage. The wireless battery module is deemed unserviceable and will be scrapped. The spectrum v8 infusion system operator's manual advises against exposing the battery module to moisture. Cleaning information states: do not spray solutions directly on the battery module or the exposed battery terminals. Dry battery module thoroughly before replacing into the pump. The manual also states that the v8 spectrum system (including pump, wbm, and ac power adapter) holds no protection against liquids and spillage. Should additional relevant information become available, a supplemental report will be submitted. Reference manufacturer report number 1314492-2021-02946 for the infusion pump involved with this event.